Manufacturer narrative:
This report is being submitted as follow up no. 1 to update if the device was evaluated by MFR, and to provide the completed investigation. The actual device was not returned; therefore, it has been updated. The device return date was inadvertently submitted in the initial report; however, the device received was for MDR 3013394970-2019-00362. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device failed. Additional information was received on may 10, 2019. The procedure performed was a right lower extremity (rle) angio w/ arthrectomy and pta (percutaneous transluminal angioplasty) sfa (superficial femoral artery). The sheath size was 7fr. There was no hemostasis. There was 10ml blood loss reported, and no injury to patient. Manual pressure was held for 15 min for hemostasis. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, and there was no issue with deployment per the md.